Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The cable connector and pins are in good condition. The device's active tip was found detached. Manufacturing investigation results for vapr tripolar 90 suction elect: the complaint device was returned for further investigation. It successfully passed all electrical tests but failed the functional test, not achieving the minimum flow specification. Visual inspection confirmed that the distal tip had fractured across the suction holes, which confirms the customer reported event that 'face fell off. The incoming inspection history and integrity of the active tip part number: used in the manufacture of the complaint device and the quality records for this component batch were reviewed and show no anomalies or non-conformances which could cause the defect seen. During the manufacturing process 100% visual inspection is performed at process ID(s) to check for any cracks or other defects related to the ts90 active tip. From the investigation, we have been unable to determine an exact cause of this failure. The above failure mode has been reviewed against the systems risk assessment document. Row "force is applied during use (normal and excessive force) causing damage to components" leading to "components / fragments detach within the patient and require retrieval" resulting in "tissue damage" most closely correlates to the failure mode seen, with a severity of "serious" and occurrence level of "probable". That gives a risk level of 14 and rated as 'as low as reasonably achievably (alra)'. The customer reported that a section of the active tip detached during surgery. Visual inspection confirmed that the distal tip has fractured across the suction holes. The device was also noted to have a blocked suction path. The ceramic has cracks and missing sections. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken tip is undetermined. The potential cause for the blocked suction path is traced to tissue debris that accumulates during the procedure; as per IFU; do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the vapr tripolar 90 suction elect device failed to work, and the face fell off the wand. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: d4, h4, UDI: the device manufacture date, expiration date and UDI number has been corrected.